Manufacturer narrative:
A complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. During procedure, the helix had a rotation issue when being retracted and then failed to extend after the lead was repositioned. The rv lead was explanted and replaced. The patient was stable throughout procedure.